Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that upon opening package the delivery catheter pod of a emboshield nav6 was broken/separated. Another emboshield nav6 was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints.the investigation was unable to determine a cause for the reported damage to the delivery catheter pod. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that upon opening package the delivery catheter pod of a emboshield nav6 was broken/separated. Another emboshield nav6 was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. Additional information received subsequent to filing the initial report stated device was prepped and then it was noted the delivery catheter was separated. Device was not used in patient. No additional information was provided.